Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair inside the product packaging was inconclusive due to the nature of the submitted evidence. The product returned for evaluation was one photograph which depicted a sealed package. It could not be determined what type of package/tray was depicted. A hair-like fiber was observed on the outside of the package. The fiber in the photograph was on the outside of the packaging. It also could not be determined what the product was, nor could the nature of the packaging be identified. Consequently, this complaint is inconclusive at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that hair is found inside the kit before it is opened.